Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot#: serial#: (B)(4), implanted: on (B)(6) 2016, explanted: on (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot#: (B)(4), ubd: 12-sep-2018, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing unknown morphine drug (15 mg/ml at 4 mg/day) and bupivacaine (10 mg/ml at 2.66 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient was scheduled for a routine pump replacement today due to elective replacement indicator (eri) less than eight months. The healthcare provider (hcp) routinely replaced pumps at that time to prevent abrupt motor stall. At the time of the replacement surgery, the hcp attached the new pump to the existing proximal pump segment and attempted to aspirate from the catheter access port. At that time, he noted sluggish return of cerebral spinal fluid (csf) so he then attempted to flush the catheter with normal saline. While doing so, he noticed that there was a small amountof fluid leaking around the pump and catheter connection site. The hcp decided to replace the proximal pump segment. He was given an 8784 proximal segment revision kit. He cut the new pump segment to the same length as the old segment, so there were no changes made to catheter length or volume. The new segment was attached using a collett. Once this was completed, the physician attached the new pump and again attempted to aspirate from the catheter access port, which had ample return of csf. There were no applicable environmental, external, or patient factors that may have led or contributed to the issue. The issue was resolved at time of report. The patient's medical history was asked, but unknown. The patient's status at time of report was alive - no injury. No symptoms reported.

Event description:
Additional information was received from a healthcare provider via a company representative who reported that no exact cause for the leak was determined.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.